Manufacturer narrative:
Device received fully deployed with the hard cannula completely retracted. Data downloaded from the device indicates it ran for a total of 59 pulses before being deactivated shortly after completing the priming sequence. As this behavior does not constitute typical customer use, a definitive root cause for the alleged needle mechanism failure could not be determined. The cannula assembly was checked for manufacturing deficiencies that could contribute to bleeding, bruising, or pain during insertion and nothing was found. The exact cause of the reported event could not be conclusively determined. The needle mechanism was reset, the ratchet gear manually advanced, and the device deployed/retracted successfully.

Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn less than 1 hour.